Event description:
Reported a "flight". Event further clarified as "leakage".

Manufacturer narrative:
Taper I. The prod associated with this report has not yet been returned. Based upon the serial # and implant date provided by the rptr, the connector type is assumed to be a taper I. The rptr of the event was asked to return the prod for analysis. Visual exam may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage".